Event description:
Pt reports that some of their medical supplies were defective, specifically mentioning issues with extension sets. Pt reports some cat lines had bends on the lines and they had a hard time using. It is unknown if the pt experienced an adverse event or interruption in therapy. It is unknown if the product is available for return. Lot number and expiration date unknown. No further info, details, or dates available. Current treprostinil dose: 116.35 ng/kg/min.